Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The monitoring voltage is decreasing at a more rapid than expected rate. The system software was upgraded and the physician has elected to monitor battery status until the 'elective replacement indicator' is reached. This report will be updated when further information is available.